Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a communication failure error and locked up. The emergency stop was pressed and the system was rebooted. There was no patient injury or death reported.